Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a piece of tape where the insulin pump's battery is located. She was concerned the battery was going to fall out. A piece of plastic was missing from the battery compartment. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump passed self-test and no missing segments/partial display noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at display window corner and cracked lcd window.